Event description:
The user facility reported that a 26-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows after one month of support. The physician questioned the level of support the patient was being given. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The pump and data stick were returned for evaluation. Analysis of the data logs revealed alarms and low flows related to unsuitable pump position and suction event, which were likely related to ingested biomaterial. Visual inspection of the pump revealed biomaterial on the impeller. Functional testing of the pump failed until removal of the biomaterial. Based on the available information, the root cause of the reported event was most likely due to ingested biomaterial. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.